Event description:
The event is reported as: customer alleges: complaint alleges that the catheter tube broke off at the junction where it connects to the catheter bag. No pt injury reported. Pt condition fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.